Event description:
It was reported that the customer manually administered a mealtime bolus of 4 units (u), as opposed to 1.5u that are normally administered for a meal. The customer's blood glucose (bg) level subsequently decreased to 36 mg/dl. The customer's son called an ambulance and customer was transported to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Customer was treated with glucose in the ambulance and bg level had increased to 155 mg/dl upon arrival at the ER. Reportedly, the customer was released on february 22 with the issue resolved and no permanent damage. A system check performed on the pump history confirmed the pump was functioning as intended, and no issues were observed with the cartridge, infusion set, or insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.